Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:a battery compartment crack was discovered during investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of the investigation performed on 03/07/2014.